Event description:
It was reported that a pt underwent an open repair of a single incisional ventral hernia on (B) (6) 2009. The pt presented with a recurrence on (B) (6) 2010. The pt was returned to surgery, treated with laparotomy, mesh explantation and an open intraperitoneal onlay mesh procedure. The event intensity is listed as moderate. The event is listed as resolved on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.